Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Evaluation update: h6: further investigation was performed on this device by quality engineering. During investigation, it was observed that the device did not function anymore. It was further determined that the transmission shaft of the device was broken and could no longer transmit the power to the coupling piece. It was observed that the transmission shaft also held the device together. It was determined that since the shaft was broken, it the device was broken into two pieces. It was further determined that the device failed pretest for general condition and check for untrue running. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that a component from the trinkle drilling attachment device was damaged. It was further determined that the device fell apart and had an unattached failure. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device was idle due to the breakage of an internal metal part and the drill did not rotate. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.